Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Additional information: the implanting physician was (B)(6).

Event description:
On (B)(6) 2021, an attempt was made to implant a second sensor via a right heart catheterization. The implant was unsuccessful due to the lack of an appropriate vessel, and the procedure was aborted.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.